Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) in (B)(4) alleging his onetouch vita meter was not powering when he needed to test his blood glucose. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6), 2014 at 12pm, the alleged issue first occurred. The patient reported using self-adjusting insulin to manage his diabetes. The patient reported 11 hours after being unable to test on the subject meter he developed symptoms of sweating and blurred vision. The patient reported on (B)(6), 2014 at 11pm he had an increased dose of rapid acting insulin 7units. The patient did not report any additional treatment in response to his symptoms. At the time of troubleshooting the cca confirmed it was not the first time the test strips had been used and there was no misuse. The patient was found to be using the incorrect test strips. Replacement products were sent to the patient. This complaint is being reported because due to the alleged issue the patient reported he was unable to control his blood glucose adequately and developed symptoms suggestive of hyperglycemia requiring self-treatment to prevent additional injury.